Manufacturer narrative:
Neither pt injury nor medical intervention was reported. Facility's charge nurse for intensive care (ic) could not be certain of the exact amount of excessive fluid removed from the pt but did report that the pt did not suffer any injury nor was any medical intervention required as a result of this incident. Facility's charge nurse for intensive care (ic) declined to provide the treatment sheets, as it is a violation of his hospital's policy to provide any info on a pt's treatment without consent from the pt themselves or their family. Therefore, pertinent lab data, medications and vital signs are unavailable at this time. A gambro technical services (gts) field rep inspected the machine. He found the software version was incorrect for a recently installed replacement scale. He then upgraded the prisma machine from the previous software version of 2.14 to the newer version of 2.15. The machine has been placed back into service without any further incident.